Event description:
It was reported that a (B)(6) car accident victim with head injury and post-splenectomy was placed on external cardiac compression (eec). After initiation of therapy, two hls sets completely clotted. They were able to begin flow, but within 5 and 3 minutes respectively, the circuits clotted. The patient was in disseminated intravascular coagulation (dic) according to the intensivist. Eight thousand units of heparin were administered pre-bypass. The patient was not only hyper-coagulable but also un-anti-coagulated for bypass. The patient was coding before and during bypass and expired. Patient was 7 day post car accident. The hospital has reported that the hls sets are not believed to be a contributing factor in the patient's death. (B)(4).